Event description:
It was reported that the patient had presented for a lead revision. It was noted that pacing inhibition was caused by noise signals were being oversensed prior to the procedure and that they were reproducible with pocket manipulation. The physician elected to replace the device as the noise was believed to be caused by a connector anomaly in the header. The physician noted that when the lead was re-inserted into the header the noise was no longer reproducible. The procedure was completed successfully without adverse consequence to the patient. The device will be returned for analysis.

Manufacturer narrative:
Analysis was normal. No anomalies were found.